Event description:
On (B)(6) 2013, it was reported that the keypad buttons were unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.